Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer reported alternate insulin therapy was not available but declined follow up from tandem technical support. Customer¿s blood glucose level was 180 mg/dl.